Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had what appeared to look like " ink blots". Customer's blood glucose was 100-150 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.